Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed. (B) (4) no anomalies found, but the analyst did note grommet damage.

Event description:
It was reported lia (lead integrity alert) tones triggered due to high lead impedance. Oversensing was observed and a lead fracture was suspected. It was also reported there could be possible header damage or a header malfunction because the lead appeared to be inserted correctly in the header. The lead was capped and replaced and the device was also replaced. No patient complications have been reported as a result of this event.